Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbus0197 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbus0197) have been reported from the same facility in (B)(4). Device has not yet been returned for evaluation.

Event description:
It was reported that during the internal inspection, two device units had unidentified colorless materials blocking the infusion tubes. The devices were not used on a patient. This report addresses the second device.

Event description:
It was reported that during the internal inspection, two device units had unidentified colorless materials blocking the infusion tubes. The devices were not used on a patient. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿colorless material¿ within the infusion sets is confirmed and was determined to be supplier related. Two 20 g x 1 in. Miniloc winged infusion sets were returned for evaluation. An initial visual observation showed a clear fluid within the tubing of both samples. The samples appeared to be unused. Air was able to be aspirated easily in both samples. The samples were dissected and the clear fluid was extracted from the tubing. The fluid was observed to be slick and did not evaporate after it was spread thinly and left exposed under a light for a few minutes. The observed properties of the fluid found in the tubing of the infusion sets suggest the fluid is excess of an inert silicone lubricant that is applied to the needle during the manufacturing process to assist in the insertion of the needle during use. This device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asbus0197 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbus0197) have been reported from the same facility in (B)(6).